Manufacturer narrative:
D9: device returned 6/26/2024. One device was returned for analysis in good condition. This device has not been in for service in the review period. Performed occlusion testing and duplicated motor rate error during priming. The cause of reported problem was motor failed to function as intended. Replaced stepper motor to correct primary problem. Device passed all testing and calibration. Preventive maintenance was also performed.

Event description:
It was reported that the pump was giving motor rate errors. There was unknown patient involvement. No harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.